Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to ECG ¿c&d¿ cable connector being loose from j501 on the distribution node. The belt did not pass falloff testing. The trunk cable was also replaced due to possible damage. The root cause for the loose connector was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.